Manufacturer narrative:
The other two proglide devices referenced are filed under separate medwatch report numbers. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that venous closures of both common femoral veins were attempted using proglide devices with an 8f sheath after an interventional electrophysiology procedure. Reportedly, at the right common femoral vein, no suture was present when the proglide plunger was removed. Another proglide device was used to achieve hemostasis. Reportedly, at the left common femoral vein, two proglide sutures were placed, one in each of two access sites. The sutures came out with the device at both access sites. The sutures of two new proglide devices were used, one at each access site in the left common femoral vein, to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.